Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of a central venous catheter (cvc), the operating physician observed that the spring wire guide (swg) became bent while being advanced through the introducer needle. The kink was reported to be located near the distal end at the j-tip curve. As a result, the procedure was delayed. The affected device was removed from use and replaced with another device to complete the procedure. There were no reports of patient injury, harm, or adverse health consequences associated with this event other than a delay in therapy. No additional medical intervention was required. The patient's condition was reported as fine.